Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.